Manufacturer narrative:
As data and/or the correct sample ids could not be provided, the root cause of the discrepant result for sars-cov-2 could not be determined. For the sample that was identified during data review, the observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2 (negative for influenza a and b). The same samples were retested on a different cobas liat analyzer and generated negative results for all targets (sars-cov-2, influenza a, and influenza b). Recollected samples from the same patients were tested on a different cobas liat analyzer and generated negative results for all targets (sars-cov-2, influenza a, and influenza b). During the review of the provided data, a third discrepancy was observed. The sample initially generated a positive result for sars-cov-2 (negative for influenza a and b). The sample was repeated five times on the same and a different cobas liat analyzer and generated negative results for all targets (sars-cov-2, influenza a, and influenza b) four times and once a positive result for sars-cov-2. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.